Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported post-paced t-wave oversensing was observed on an asymptomatic patient via a merlin.net transmission. The patient did not receive therapy during oversensing. Device was reprogrammed and the patient will be monitored.